Manufacturer narrative:
A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace several related parts. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. Investigations of the returned parts revealed that one, the mvs cable assembly interface, was related to the reported failure, with an electrical failure mode described as an open connection between the ethernet cable and umbilical cable. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the acquired 3d images from the medtronic imaging system appeared grainy. Their first acquisition did not transfer to the mvs (spin did not complete full 360°). Another spin was acquired (complete 360°); images appeared on the mvs but were grainy and did not show any anatomy. Site rebooted the system and attempted another spin. Again only about half a spin was acquired before the acquisition stopped. Medtronic imaging system use was aborted for the spine procedure, with a different imaging system used instead to complete the case. There was about a 15 minute delay to troubleshoot. There was no impact on patient outcome.